Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer was failed and not detected on bus. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer resolved the issue by reseating the pyxis bus module controller board, drawer control printed circuit board assembly, and cubie tray connections, and restarted and no errors were found. Hardware test application was passed. The system functioned as intended after the field service engineer repaired the device.